Event description:
It was reported that during a knee arthroscopy the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 04-dec-2024 it was confirmed that no part of the device broke. The device didn`t work during surgery. Update avoe 17-dec-2024 since the description "didn`t work" is not really applicable for a saw blade, which is affected in this case, further questions were asked. Further information was provided that the device indeed broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-300-044s sagittal saw blade for arthrex 300, 25 x 5.5 x 0.6 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the blade was broken into two pieces. The evaluation of the pieces shows a bend right at the breakage, most likely as a consequence of excessive pressure during use. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically excessive pressure during use. Directions for use (dfu) saw blades for arthrex 600 and arthrex 300 power systems, section k. Contact pressure. Excessive contact pressure has to be avoided because this might lead to damage to the blade surfaces. Chipping of the blades. Reduced service life of saw blades.